Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. Two catheters were used for treating this patient. The reporter for this MDR could not determine if the catheter in this MDR or the first catheter used in the case was related to the phrenic nerve injury. The first catheter used for this patient will be reported as MDR 1225698201800029. The reason for two catheters being used was not reported to cardiofocus.

Event description:
A pvi procedure was performed and the patient had phrenic nerve paralysis. There was no prolongation of hospitalization. The patient was confirmed to have improved on a follow-up visit on (B)(6) 2019.